Event description:
It was reported that a user received an urgent low-soon alert and experienced hypoglycemia to 61 mg/dl after announcing a meal, with cause unclear; the user self-treated with glucose tablets and orange juice, did not observe a rise within 15 minutes, ingested an additional 10 g of carbohydrates, and later measured 238 mg/dl. Symptoms included hypoglycemia. Outcomes included self-resolution without hospitalization and education provided to avoid overtreatment and to allow the pump to respond to ingested glucose, with monitoring advised. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.